Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type iiib of the suprearenal cuff and main body (report of the main body can be found in report #: 2031527-2017-00410). Clinical evaluations was unable to find substantial evidence to support the following reported events; the reported endoleak type iiia, rather there was an endoleak type iiib of the cuff. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was related to the strata graft material. Both the suprarenal extension and the main body had a type iiib endoleak. Unable to determine procedure-related, anatomy-related and user-related issues, off label, or cautionary product use conditions due to a lack of relevant medical records and imaging. Associated clinical harms for this event included: type iiib endoleak and secondary endovascular procedure (reline with a bifurcated and suprarenal extension). Aa root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
During the clinical evaluation of (B)(4) (report number 2031527-2017-00410) completed on (B)(6) 2017 it was discovered that the patient had an endoleak type iiib of the suprarenal cuff along with and endoleak type iiib of the main body. Secondary procedure was completed (B)(6) 2017 and the leak was successfully resolved with the placement of an infrarenal cuff. Patient was reported to be in stable condition.